Event description:
The manufacturer received information alleging an issue related to a bipap positive airway pressure (bipap) device's sound abatement foam. The patient alleged visualization of particles in tubing. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
Additional information was received on june 06, 2023, and section h10 should be reported as: the manufacturer received information alleging an issue related to a bipap positive airway pressure (bipap) device's sound abatement foam. The patient alleged visualization of particles in tubing. There was no report of patient harm or injury. The device has been returned to the manufacturer, and the evaluation is currently pending. At this time, the manufacturer has determined that no additional information can be obtained to further the investigation. As such, the manufacturer is submitting this as the final report. Should the device evaluation be completed at a later date, and if new, reportable information becomes available, an addendum to this final report will be submitted. Section h6 updated in this report.